Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. Due to this, the customer indicated that they became hypoglycemic with a symptom of sweating and the customer was provided cake by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4: updated the device mfg date: to 07/15/22 based on the DHR review.

Event description:
A customer reported that a sensor error message was received with the adc device. Due to this, the customer indicated that they became hypoglycemic with a symptom of sweating and the customer was provided cake by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.